Event description:
Scheduled to have port-a-cath removed on 7/28/97. Only a portion was obtained. Pt sent to radiology for angiography and retrieval of catheter. 10 cm length fragment snared from right pulmonary artery.